Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 400 mg/dl and current blood glucose level 225 mg/dl. The customer was treated with pump and manual injection. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The product will not be returned for analysis.